Event description:
Per the clinic, the patient experienced an extrusion of the r/s (date not reported). There are plans to explant and re-implant the patient, however it has not taken place at the time of this report.

Event description:
Per the clinic, the patient experienced infection at the implant site and was treated with antibiotics (specific type, date and duration not reported). Subsequently, the patient underwent a revision surgery on (B)(6) 2022 under general anesthesia in order to revise the extrusion site.